Manufacturer narrative:
Qn#(B)(4). The customer returned one unit 528235 visistat 35 w 6/box for investigation. The returned stapler was visually examined with and without magnification. The staples appear aligned properly. No defects or anomalies were observed. Approximately 26 staples remain in the cartridge indicating that the end user fired 9 staples. An attempt to fire staples was made by engaging the trigger of the stapler using hand pressure. The trigger was engaged; however the staple would not load into the forming tool correctly. The misalignment of the staples in the cartridge is preventing the staples from loading into the forming tool correctly. The stapler was disassembled and it was confirmed to be assembled correctly. The misaligned staples could not be corrected. Other remarks: the IFU for this product, l03485, was reviewed as a part of this complaint investigation. The IFU states "to obtain optimum staple closure, the trigger must be squeezed all the way in." A corrective action is not required at this time as it cannot be determined what caused the staples to misalign. No errors could be found in the assembly and the device history record review showed no evidence to suggest a manufacturing related cause. All staplers are 100% inspected at manufacturing for firing at the time of assembly. The potential cause of this complaint issue could not be determined.

Manufacturer narrative:
(B)(4). The device history review for the product visistat 35w 6/box, lot #73a1500433 investigations did not show issues related to the complaint. The device has not been returned for investigation at this time. The manufacturer will continue to monitor and trend related events.

Event description:
When suturing the patient's skin, fired staples were deformed and did not suture properly. Another unit was used. The patient's condition was reported as fine.